Event description:
Stated problem: bleeding. A pt of unk age and gender admitted to micu for sepsis and chronic renal failure also had flexi-seal fms in place in the rectal vault. After an unk period of time, pt developed bleeding (reportedly from low rectum and/or anal canal). The issue was resolved by the use of packing and blood transfusion.

Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their 4 year experience using flexi-seal fms in their hospital. We first became aware on (B)(6) 2011. The company requested detailed info which would have required pts medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected above. The event is deemed serious as it required surgical ligation and blood replacement to preserve life and prevent permanent impairment. From a clinical perspective, a causal relationship between the device and this event is deemed possible although add'l details that would enable a more definitive declaration of causality will not be forthcoming. Reported to the FDA on (B)(6) 2012.